Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogation of the pacemaker, the device appeared to exhibit rapid battery depletion. Further examination showed that the previous battery longevity calculation on the programmer was overestimated and the calculation was now more accurate following a programmer software upgrade. The pacemaker was not at elective replacement indicator (eri) but the patient elected to replace their device earlier. The pacemaker was explanted and replaced successfully on (B)(6) 2022. The patient was not adversely affected by the anomaly and remained in stable condition throughout the procedure.